Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Manufacturer narrative:
B3: date of event: requested, unknown d4: model number: requested, unknown d4: catalog number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown catalog and lot combination d4: UDI: unknown due to unknown catalog and lot combination d6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. E3: occupation: head of service of the angiography team h4: device manufacture date: unknown due to unknown catalog and lot combination the product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an unknown issue with the angio-seal device during an arterio diagnosis (dx) procedure. The patient developed a pseudoaneurysm and required an embolization.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause cannot be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).